Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The medical affairs specialist (mss) spoke to the patient the same day, and was able to obtain/verify information. The patient tests her blood glucose 4 times a day. The patient manages her diabetes with sliding-scale novolog insulin based on her meter readings. She also takes lantus insulin at bedtime. The patient claimed that she recently dropped her meter in a bowl of soup. After the meter was dropped in the soup, the patient claimed that she started getting inaccurate meter readings. Four days prior, the patient stated that she tested her blood glucose and got an unknown meter reading that she felt was inaccurate. The patient could not recall what meter reading she obtained. Based on the meter reading, the patient stated that she took a sliding-scale dose of novolog insulin. About 5 hours after testing and taking the insulin, the patient claimed that she developed symptoms of sweating, disorientation and shakiness. The patient did not have the reported meter with her while she was symptomatic. However, the patient was able to test her blood glucose with her son's meter when she felt low. Again, she was unable to recall what result was obtained at that time. The patient administered self-treatment by eating food which helped to relieve her symptoms. She did not seek or receive medical treatment from a health care provider during the time of concern. The patient could not recall reporting the result of "47 mg/dl" that was documented by the one touch customer advocate (otca). The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be suggestive of severe hypoglycemia after taking sliding-scale insulin based on an inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.